Manufacturer narrative:
Complaint investigation underway.

Event description:
A 79 female with diabetes received a routine tcar with good access with both micro and arterial sheaths. The enroute .014 wire was introduced and did not advance easily. An angiogram performed revealed a dissection. The arterial sheath was adjusted and the true lumen was engaged. The physician used 2 stents to cover the dissection. Multiple angiogram views were obtained as well as us and doppler all confirmed no residual dissection. The procedure was completed successfully and the patient was neuro intact.

Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Event description:
A (B)(6) female with diabetes received a routine tcar with good access with both micro and arterial sheaths. The enroute .014 wire was introduced and did not advance easily. An angiogram performed revealed a dissection. The arterial sheath was adjusted and the true lumen was engaged. The physician used 2 stents to cover the dissection. Multiple angiogram views were obtained as well as us and doppler all confirmed no residual dissection. The procedure was completed successfully and the patient was neuro intact.